Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was reprogrammed to have the minute ventilation feature programmed off. Since then, the patient has reported being symptomatic and stated it may be making their heart failure symptoms worse. At this time, the feature remains off until a software update can be done. Other features have been adjusted in order to help with the symptoms, but it hasn't made an impact. The system remains in service and there have been no additional adverse patient effects.